Event description:
It was reported that this right atrial (ra) lead exhibited a small wave, atrial undersensing, and intrinsic low amplitude at 0.3 milli volts. As of this time, this ra lead remains in service. No adverse patient effects were reported.